Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 01oct2018. A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the ventilator generated a battery failed error code. There was no patient harm reported. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 08oct2018. Date of manufacturer: 04oct2018. Additional information was received that the customer replaced the battery and the ventilator was returned to use.